Event description:
The trilogy evo ventilator was returned to the manufacturer service center for preventative maintenance. The device was not in use on a patient at the time of the occurrence. During the service at the third-party service center the customers complaint was not confirmed. Critical error codes in relation to an (internal battery cannot be detected, both the outlet and monitor pressure sensor failed and touch screen unresponsive) were recorded in the device event log. The technician confirmed there were no parts replaced in relation to a device malfunction and no other defects were found. The unit passed the functional test. Additionally, during the service of the device, air foam inlet filter and particulate filter were replaced due to the 4-year preventive maintenance procedure. Preventive maintenance label will be applied to the unit. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements as defined in the contractual agreement with plexus. The device history record has been reviewed and approved by plexus quality assurance.